Manufacturer narrative:
Batch review performed on 24 may 2018; lot 170134: (B)(4) items manufactured and released on 05 may 2017. Expiration date: 2022-04-23 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem h ha coated std stem size 1 reference 01.18.131 (k093944); lot 148430: (B)(4) items manufactured and released on 31 march 2015. Expiration date: 2020-02-29; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 32 size xxl +10.5 reference 01.25.025 (k072857); lot 162371: (B)(4) items manufactured and released on 05 july 2016. Expiration date: 2021-06-21; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event mpact flat pe hc liner ø32/d reference 01.32.3241hct (k103721); lot 171736: (B)(4) items manufactured and released on 28 july 2017. Expiration date: 2022-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event

Event description:
The patient had a primary surgery on (B)(6) 2017. In (B)(6) 2017 came in due to signs of infection and the surgeon performed an I&d and swapped the head and liner. The pathogen is unknown. (B)(4). On (B)(6) 2018 the patient is being revised for infection [staphilococcus]. The surgeon revised all components and implanted a spacer containing a medacta liner. The surgery was completed successfully.